Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. It was observed that there were low battery indications just before the device loss power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. The customer advised that after completing a 12 lead ECG with a blood pressure reading on the patient the device powered off by itself. The crew powered the device back on but approximately one minute and a half later, when another 12 lead was being taken the device powered off again. Additionally, the customer confirmed that the batteries used during the event had adequate charge. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) male did survive.